Event description:
Procedure: right hemi-hepatectomy. According to the reporter: anatomy involved - liver. On using the endo gia short stapler with 45mm - 2.5mm reload, surgeons used the stapler on the liver alongside and on the inferior vena cava. When fired, the stapler just cut the tissue and didn't fire any staples resulting in a long cut in the inferior vena cava of the patient. To correct the issue - surgeons used a selection of vascular clamps to control the bleeding and used 3.0 pds suture to stitch up the cut in the inferior vena cava to stop the bleeding and then they released the clamps. Surgery was therefore extended between half hour and 45 minutes. There was 2 litres of blood loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).